Manufacturer narrative:
Updated date received by manufacturer to 12/11/2025.

Manufacturer narrative:
It was reported that there was a "loose connection between manifold and syringe" that was identified "before use". The customer reported that the procedure was complete with a new "set". The customer reported there was no serious injury, medical intervention required, or follow-up care needed as a result of the reported issue. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that there was a "loose connection between manifold and syringe" that was identified "before use".